Manufacturer narrative:
Additional information received regarding this complaint according to the customer: several patients have suffered apical bleeding due to hypochlorite over instrumentation of the apex due to poor locator reading since most times reads that it is inside the canal and already out 1 or 2 mm. This is a follow up report for this additional information. Investigation results: no investigation results received after 3 documented attempts. Complaint will be reopened if investigation result arrives per (B)(4).

Event description:
In this event it is reported that a propex pixi row gave incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.